Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that a foreign object in the luer lock outlet side of the beq-015703112 #shls module advanced adult was detected during patient treatment. The leur lock is unable to accessed. There was no change in flow, pressures, or oxygenator performance reported. The hls set was not changed. No harm to any person has been reported. Complaint-ID: (B)(4).

Manufacturer narrative:
It was reported that a foreign object in the luer lock outlet side of the beq-015703112 #shls module advanced adult was detected during patient treatment. The leur lock is unable to accessed. There was no change in flow, pressures, or oxygenator performance reported. The hls set was not changed. No harm to any person has been reported. The returned product was technically investigated at the laboratory of the manufacturer. The inspection did contain several investigation steps, listed as follows: visual inspection. The complained product was visually inspected acc. To the investigation plan. During this visual inspection, no damages (for example cracks, fractures or deformations) could be identified. Cleaning procedure. The cleaning process ¿lv 205¿ was conducted over 4 days and 3 nights, which reflects an increased cleaning effort compared to complained products with less clotting appearance. Within this cleaning procedure the cleaning agent ¿sodium hypochlorite¿ is used, which is known to cause product damages at higher use durations. In parallel this cleaning agent is required to prepare the complained product to ensure a safe investigation of the product for the laboratory employees. After the above mentioned cleaning duration, it was decided to cancel the cleaning process and to start the investigations by using a closed, disposable circuit. Integrity testing. During the further investigations, the integrity of the blood- and water side was checked. The integrity of the oxygenator¿s blood side was not fulfilled, since there were leaks at the de-airing connector, the gas outlet, the gas inlet as well as at the water connectors. Therefore, the corresponding integrity test of the water side failed as well. Since the customer did not complain about any issues regarding leaks or loss of product performance, it is assumed that the leaks were not present clinically, but most probably caused by an interactions of following: - the product was in use by the customer with contact to fluids like priming solution and blood. Therefore the product cannot be thought of as unused. Product features such as the integrity are linked to the single use of the disposable. The investigations that are conducted in the complaint laboratory of mcp reflect a second use of the product. - during the return of the complained product another than the original packaging was used, therefore transport damages cannot be excluded . - an extended cleaning process was required to ensure the safety of the lab employees during the further investigations as best as possible. It is possible, therefore, that the extended cleaning process negatively influenced (i.e. Compromised) the integrity of the product being examined. In addition, it is important to consider the time when the single leaks could be identified. The de-airing connector leaked during the product priming, the gas outlet connector leaked immediately after applying external pressure to the oxygenator and after an additional 12 minutes of respiration. . 15 minutes also the gas inlet connector as well as the water connectors started to leak. These significant leaks showed up within 15 minutes would have been observed by the customer, which indicates that the product integrity was compromised after the patient treatment. To get more knowledge about the integrity status of the pump module, an additional test with 1.5 bar compressed air and blocked gas in- and outlets as well as blocked water connectors was conducted in a water bath. During this test no gas leaks at the pump module could be observed, therefore air entry at the pump module during the treatment can be excluded. Overall conclusion. The failed integrity tests of the oxygenator¿s blood and water sides are considered to be caused by the interactions of different aspects. The observed leaks showed up within 15 minutes and would have been observed by the customer, but the failure description of the customer states, that there were no changes in flow, pressures and oxygenator performance and due to the absence of any information regarding leaks, there is an indicator that the product integrity was compromised after the patient treatment. As the failure description indicates a probable contamination of the product, it can be stated that the entire pump module showed no leaks during the investigations, therefore the integrity of the part of the hls module where relative negative pressure is present was not compromised. Technical root cause analysis. No probable root cause could be identified, since there are no indicators that the observed leaks during the investigations were already present during the patient treatment. The production records of the affected beq-015703112 #shls module advanced adult with packaging lot 3000195907 (fa: 102328139) and basic lot#3000194108 (fa: 102307519; dms#3161997) were reviewed for the reported failure. The avz from 1820450 to 1820459 has been reviewed for the reported failure. Following tests are performed as a 100 % inspection: - leak test after welding ; - pressure test heat exchanger ; - leak test water side; - leak and flow test gas side ; - pressure test blood side ; - final functional test ; - coating test. According to the final test results, the beq-hls module with lot#3000195907 and UDI# (B)(4)passed the tests as per specifications. Production related influences are unlikely. Additionally a nc (production non-conformances) review was performed for the reported product and batch; in regards to manufacturer date of 2021-10-11 no non conformances were found associated with the reported failure. As a immediate action a hhe (health hazard evalution) will be started. Within the course of the hhe further actions will be defined. Furthermore a medical assessment of the reported event is still pending. An follow up report will be submitted when the pending information becomes available. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a foreign object in the luer lock outlet side of the oxygenator was detected during patient treatment. The leur lock is unable to accessed. There was no change in flow, pressures, or oxygenator performance reported. The hls set was not changed and still be used till the end of treatment. The returned product was technical investigated at the laboratory of the manufacturer. Visual inspection the complained product was visually inspected. During this visual inspection, no damages (for example cracks, fractures or deformations) could be identified. Samples for microbiological investigations overall 3 swab-samples have been taken via the luer-lock connector, located on the upper outlet side of the oxygenator. These samples have been sent to the external laboratory labor ls se & co. Kg, mangelsfeld 4, 5, 6 in 97708 bad bocklet. Cleaning procedure the cleaning process was conducted over 4 days and 3 nights, which reflects an increased cleaning effort compared to complained products with less clotting appearance. Within this cleaning procedure the cleaning agent "sodium hypochlorite" is used, which is known to cause product damages at higher use durations. In parallel this cleaning agent is required to prepare the complained product to ensure a safe investigation of the product for the laboratory employees. After the above mentioned cleaning duration, it was decided to cancel the cleaning process and to start the investigations by using a closed, disposable circuit. Integrity testing during the further investigations, the integrity of the blood- and water side was checked. The integrity of the oxygenator blood side was not fulfilled, since there were leaks at the de-airing connector, the gas outlet, the gas inlet as well as at the water connectors. Therefore the corresponding integrity test of the water side failed as well. Since the customer did not complain about any issues regarding leaks or loss of product performance, it is assumed that the leaks were most probably caused by an interactions of following facts: - the product was in use by the customer with contact to fluids like priming solution and blood. Therefore, the product cannot be thought of as unused. Product features such as the integrity are linked to the single use of the disposable. The investigations that are conducted in the complaint laboratory of mcp reflects a second use of the product. - during the return of the complained product another than the original packaging was used, therefore transport damages cannot be excluded. - an extended cleaning process was required to ensure the safety of the lab employees during the further investigations as best as possible. It is possible, therefore, that the extended cleaning process negatively influenced (i.e. Compromised) the integrity of the product being examined. In addition, it is important to consider the time when the single leaks could be identified. The de-airing connector leaked already during the product priming, the gas outlet connector leaked immediately after applying and external pressure to the oxygenator and after further 12 minutes resp. 15 minutes also the gas inlet connector as well as the water connectors started to leak. These significant leaks showed up within 15 minutes would have been observed by the customer, which indicates that the product integrity was compromised after the patient treatment. To get more knowledge about the integrity status of the pump module, an additional test with 1.5 bar compressed air and blocked gas in- and outlets as well as blocked water connectors was conducted in a water bath. During this test no gas leaks at the pump module could be observed, therefore air entry at the pump module during the treatment can be excluded. Overall conclusion the failed integrity tests of the oxygenator¿s blood and water sides are considered to be caused by the interactions of different aspects. The observed leaks showed up within 15 minutes and would have been observed by the customer, but the failure description of the customer states, that there were no changes in flow, pressures and oxygenator performance and due to the absence of any information regarding leaks, there is an indicator that the product integrity was compromised after the patient treatment. As the failure description indicates a probable contamination of the product, it can be stated that the entire pump module showed no leaks during the investigations, therefore the integrity of the part of the hls module where relative negative pressure is present was not compromised. Technical root cause analysis no probable root cause could be identified, since there are no indicators that the observed leaks during the investigations were already present during the patient treatment. DHR review: the production records of the affected beq-015703112 #shls module advanced adult with lot 3000195907 were reviewed for the reported failure. According to the final test results, the beq-hls module with lot#3000195907 and UDI#(B)(4) passed the tests as per specifications. Production related influences are unlikely. Additionally a nc (production non-conformances) review was performed for the reported product and batch; in regards to manufacturer date of 2021-10-11 no non conformances were found associated with the reported failure. Microbiological and sterilization investigations and evaluations -microbiological review microbiological examination of the complaint sample was performed by external laboratory in order to characterized the microbial growth associated with the complaint sample. The microorganisms was identified as eupenicillum terrenum ¿a pencillium species associated with soi (mold) non ¿ pathogenic. Due the challenges with analyzing a clinical sample with potential for blood borne pathogens, there is limited micro biological characterization data available. The penicillium species was identified in the samples, penicillium species are a common mold source found in the environment, office buildings and hospitals and no further specific from its source. It is unlikely the organism would be derived from the product as the product is terminally sterilized as discussed below. - sterilization review the hls product was provided as sterile. The product is sterilized by ethylene oxide gas. The product lot in question was traced back to its respective sterilization process. The routine sterilization process is also monitored with biological indicators to demonstrate the efficacy of the sterilization run. The sterilization processes were delivered within specification and biological indicator results from each of the sterilization processes tested negative for growth (sterile). There is no indication that the suspected contamination could be attributed to the sterilization process. - sterilization process and validation review the sterilization process, identified as cycle 2 is an established sterilization cycle that has been qualified and in use since approximately 2005. The sterilization process has been validated per the industry standards. The process is formally reviewed annually and periodic requalification of the process have been executed to confirm the efficacy of the process. The sterilization process has been validated by an overkill sterilization method according to the sterilization standard 11135. This approach is conservative in nature and is based on a reference organism in the form a biological indicator with both high population and high resistance to the sterilization process. Per the standard, sterilization processes qualified in this manner are conservative in nature and often use a sterilization treatment in excess of what is necessary to achieve sterility. The latest annual review completed in may of 2022 reviewed the sterilization for year 2021. There were no changes made to the sterilization cycle. The annual review demonstrated a state of control with no history of repeated nonconforming events in regards to sterilization at sterigenics wiesbaden. - microbiological quality review the microorganism characterization of the contaminated sample was noted as a mold species eupenicillium terrenum from the genus penicillium. The microbiological characterization from the complaint sample do not suggest organisms that represent challenge to the sterilization the ethylene oxide sterilization process. The ethylene oxide sterilization process is validated with known a high population and known high resistance bacterial spore of bacillus atrophaeus. The microorganisms of interest was characterized as mold organisms not bacteria. There is one known mold organism that can represent a challenge to the sterilization process, pyronema domesticum. P. Domesticum is associated with cotton material sourced from china, where the product of interest is produced from synthetic plastic materials. The genus penicillium is also recognized as common fungi and not related to p. Domesticium. Microbial ID testing resulted in the detection of eupenicillium terrenum (homotypic synonym: penicillium terrenum), a non-pathogenic soil fungi. A review of bioburden as well as environmental monitoring data for 2021 determined that within in total 2237 microbial ID testings performed penicillium terrenum has not been identified on any product or in any clean room of maquet cardiopulmonary gmbh in hechingen. According to sandle t. A (2011)*1 and barnett et al. (2007)*2 the most common fungi found in clean rooms are penicillium, aspergillus and trychopyton. Within hechingen site clean rooms the genus penicillium was identified in 9 cases and aspergillus in four (4) cases, while only one (1) trychopyton species was identified. Additionally, nine (9) microbial ids did not determine any species or genus and were determined to be mold. These identifications account for about 1.02% of all microbial ids performed, which is according to sandle t. A (2011)*1 typical for grade c cleanroom areas not considering other mold species present in the clean rooms. The samples were taken over the course of the year, however most of the ids were reported between august and october, as in about 43% of all mold was detected during clean room qualification activities. In 2020 in total 37 ids were reported from aspergillus (4), penicillium (17) and mold (16) accounting for 1.82% of all microbial ID samples. Hence when comparing 2021 to 2020 there is no obvious negative trend detectable. Thus there is no information to suggest the source of the organism, related to the reported complaint, is associated with, or arises from, the product. Conclusion: the sterilization process has been validated, periodically reviewed, and periodically requalified to confirm the sterilization process is effective. The characterization of the organism growth is not representative of those that known to present a challenge to the sterilization process. There is no indication the suspected contamination is related to the design of the sterilization process. Packaging of the product - commonalities with known packaging issues the complaint 590095 was investigated regarding commonalities with the known packaging issues. Since there was no packaging material available, which could have been examined, only documentation checks, like production date comparisons to known packaging complaints and correlation to previously observed complaints with potential contamination influence could be performed. Regarding complaint 590095 no commonalities to existing packaging complaints have been identified. Overall, no correlation between complaints regarding a compromised sterile barrier of the hls set advanced and the appearance of complaints regarding potential contamination could be observed. Due to the absence of any correlation, it is unlikely that the observed and evaluated packaging issues are causing contaminated products as observed at complaint 590095. Furthermore a medical assessment (clinical preparation and practice, therapeutic application, and patient-related root causes) was performed with following outcome: an extensive investigation of manufacturing (production and sterilization), packaging, shipment, and storage by getinge subject matter experts failed to uncover a root cause or root causes that may be associated with this event (maquet cardiopulmonary gmbh, 2022). As a result of the internal investigation, the working hypothesis, based on the available information for this medical assessment (and broader investigation conclusions), may suggest the device was contaminated during preparation, priming, or at some point during therapy, as opposed to the highly controlled areas of device production, manufacturing, packaging shipping and storage. The evaluation above, thus, focused on three areas: clinical preparation and practice (i.e. Assembly and priming) and possible patient-related root causes. A number of items as a result of the evaluation warrant mentioning and may have been contributory, however unfortunately do not provide a conclusive root cause. A breach in sterile technique or sterile conditions may be a vector for contamination during the entire sequence of events pre-therapy and during therapeutic application. Therapeutic application does not occur in a sterile environment and nosocomial infections may occur. The device was in use for 26 days. As an assumption only, pre-priming the disposables for long durations (up to 30 days prior to use) could provide an opportunity for device contamination leading to fungal growth. In this instance, the clinic provided limited information in the survey questionnaire and was not able to quantify the duration of pre-priming prior to use. In balance, fungal growth as reported in this complaint has not been associated with pre-priming in the literature. Furthermore, multiple publications support the practice of pre-priming of extracorporeal circuits for extended periods prior to actual use based on emerging extracorporeal CPR and emergency ECMO protocols. (Weinber, miko, beck, bacchetta, & mongero, 2015; tan, et al., 2018; joint commission, 2021; abrams, et al., 2018). Despite the increasing practice of pre-priming, getinge has not sanctioned this approach in training materials or in the instructions for use. A conservative review of the evidence seemingly neither fully supports nor refutes this practice. The examination of the ¿foreign material¿ accumulation appeared in conjunction with clot around the luer fitting. Unfortunately, the response of the clinic did not include anti-coagulation metrics beyond ptt targets (target of 40-60 seconds), and, as a result, no possible root causes can be proposed with respect to the overall effectiveness of the anti-coagulation regimen and the association of the ¿foreign material¿ observed. A review of the available patient related factors that may contribute to contamination of the extracorporeal circuit was inconclusive and further limited by the available clinical information in the complaint report. A non-exhaustive review of the english language literature did not produce a publication or case report similar to this finding. Further consultation with getinge clinical and medical stakeholders also did not result in any occurrence or previous anecdotal experience consistent with this complaint. In summary, an extensive internal investigation (maquet cardiopulmonary gmbh, 2022) failed to identify a vector associated with product contamination. An internal audit of tightly controlled quality processes in production, manufacturing, shipping, and storage did not uncover any commonalities. The assessment and evaluation suggests based on limited information, the contamination may have occurred during device preparation, priming, or at some point during therapy. Contamination during these chain of events may be associated with a use error based on a breach of aseptic technique but cannot be confirmed. A patient borne extracorporeal vector cannot be ruled out as a possible route cause. Bio-accumulation has not been published in the literature, nor is has this occurrence been observed by getinge subject matter experts. The external lab report in this instance was inconclusive as no growth occurred as a result of sampling of the bio-material. The clinic reported there was no negative patient sequelae associated with the complaint, and no reported decrease in product performance of the hls module. Further, the patient was discharged from the institution following extracorporeal support. Based on the investigation results the reported failure "foreign object in the luer lock" could be confirmed but was most probable not associated with or attributed by a product related malfunction. The exact root cause of the reported event could not be determined. As a immediate action a hhe (health hazard evalution) will be started. Within the course of the hhe further actions will be defined. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).